Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon likely occurred due to insufficient strength of the power switch. This issue has been addressed in a design change that occurred after the manufacture of this device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported intermittent power issue due to a faulty switch harness. The evaluation uncovered the non-olympus lamp life meter was reading at 50 plus hours which is out of specification. Customer also used incorrect lamp bulb on the device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source had issue with the power staying on (intermittent power issue). There was no harm, infection or user injury reported due to the event.